Event description:
Event description cpi received information that approximately two months post-implant, a patient with the implantable pacemaker (ipm) was admitted to the hospital with palpitations. Pacemaker interrogation revealed an atrial pacing impedance of greater than 2500 ohms. Both the device and the atrial lead were replaced without incident.